Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 32 mg/dl. Reportedly, the customer hit head. Customer¿s bg was treated intravenously with fluids of saline. The customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the pump battery was depleting quickly and the customer alleged that the pump was delivering too much insulin; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.